Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided section d6a: if implanted, give date: not applicable, as lens was removed and replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed and replaced in the initial surgery. Section e1: middle name: unknown/ not provided. Section e1: email address: unknown/ not provided. Section e1: reporter: address: address - line 2: unknown/ not provided. Section e1: reporter: address: state, province, or territory: unknown/ not provided. Section e1: reporter: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the monofocal preloaded intraocular lens (iol) with 20.5d was loaded. There was no issue with advancing, however when surgeon inserted it, it had a nick off center. Surgeon removed iol and replaced with same model and same diopter iol that loaded without issue. Surgeon mention advancement needed some more effort but lens advanced so he kept injecting. As per additional information received, surgeon felt some resistance with the iol, however not enough to pause or query delivery. There was no any patient injury. No further information is provided.